Manufacturer narrative:
Additional information: no resistance was encountered when advancing the device to pass through the lesion and no excessive force used. The case was completed using the replaced stents, ronyx27526jx and ronyx30018jx evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 25th 26th and 38th distal stent wraps with struts raised and misaligned. Slight deformation was evident to the distal tip. A kink was visible on the distal shaft at 12cm proximal to the distal tip. The inner lumen patency was verified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use resolute onyx rx drug eluting stent to treat a mildly tortuous and mildly calcified lesion located in the mid left anterior descending artery. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging and no issues noted when removing the device from the hoop/tray. The device was inspected and negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. It was reported that stent deformation occurred in-vivo during positioning. The device was replaced with a medtronic stent. Patient status post-procedure is alive with no injury.